Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving the lnq22 implantable cardiac monitor, the device had sensing issues, including undersensing and poor sensing at 0.02-0.03mv, which was attributed to device placement. Multiple attempts were made with the icm devices in different orientations, including repositioning, but the sensing issues persisted. The icm was removed and replaced with another icm however the same issues were encountered. The devices was removed due to undersensing, and the physician abandoned the devices and completed procedure using another device. No patient complications have been reported as a result of this event.